Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple cartridge alarm 19s while attempting to load multiple cartridges. The customer's blood glucose level was 84 mg/dl. The customer had insulin injections to use to manage diabetes.